Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/pneumothorax, for the first firing for bulla resection of lung, they connected the cartridge to the handle, checked the jaws opening/closing, and dipped the tip of the cartridge in saline with no problem.as the firing was performed under the direct vision ,they could not see the tip of the jaws clearly but they noticed the tissue was very thin. The surgeon partially fired the device ,however the knife stopped on the half way and a sound of something running idle was heard , could not fully fire the device. The surgeon cut the neoveil sheet by scissors and removed the device from the tissue. The device was removed from the tissue by force but no tissue damage was caused. The procedure was completed with another device. The status of the patient: no problem. The sales rep noticed the surface of the cartridge was dented. The surgeon did not use any clip and did not clamped anything hard with the cartridge in question.

Manufacturer narrative:
Section evaluation summary post market vigilance (pmv) led an evaluation of one stapling instrument. Visual inspection of the returned instrument noted that the distal end of the cover tube was cracked. Inspection of internal components revealed sheared teeth on the firing rack. The instrument cover tube was bent into the correct position. Functionally the instrument was loaded with a reload. During the firing cycle, several skips were audible in the firing stroke. The firing knobs were successfully retracted to the neutral position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, the investigation detected secondary conditions of application to thick tissue and rough handling that have no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.